Event description:
It was reported that the analyzer intermittently displayed a warning message: "programmer has lost communication with the analyer. Check the connection in the analyzer bay, select 'restart'." However, even after following the directions the message recurred. The analyzer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was unable to get the analyzer to engage when using it with a known good programmer. Analyzer also failed to initialize during functional testing.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis was unable to get the analyzer to engage when using it with a known good programmer. Analyzer also failed to initialize during functional testing. Further analysis was performed on the device. This analysis found the failure mode confirmed as fractured solder joints between a connector and the power and digital printed circuit board assembly.